Event description:
It was reported that the connectors of the external pulse generator (epg) were broken at the "keyway" of the connectors. The epg is expected to be returned for repair. No patient complications have been reported as a result of this event.